Manufacturer narrative:
Block e1 (initial reporter address): (B)(6). This event was reported by the distributor. The physician is: (B)(6). Block h6: medical device problem code a15 captures the reportable event of clip difficult to release from catheter. Block h10: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the device returned without the clip assembly and with evidence of full deployment . Microscopic examination was performed and it was found that the bushing has hits. A dimensional analysis was performed between the hooks of the bushing, and both side a and side b were within specification. A dimensional analysis was performed on the outside diameter of the bushing, and it was confirmed to be within specification. No other issues with the device were noted. The investigation concluded that, without analysis of the clip assembly part of the device, there is a lack of objective evidence or descriptive conditions of the event required to determine a definitive root cause of the event. The investigation findings and all information available do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A review of the instructions for use (IFU) and product labeling was completed and did not reveal any evidence of device misuse or that the device was used in a manner inconsistent with the labeled indications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the clip grasped and locked onto tissue, but was difficult to release from the catheter. It was noted that after a strong release, the clip was dislodged. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(Initial reporter address): (B)(6).this event was reported by the distributor. The physician is: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the clip grasped and locked onto tissue, but was difficult to release from the catheter. It was noted that after a strong release, the clip was dislodged. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.